Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pair new transmitter error occurred. No medical intervention was reported. Additional event or patient information is not available. The transmitter was returned for evaluation. An exterior physical visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter had no voltage. A review of the shared data log confirmed the reported event by the finding that the transmitter failed to pair. A root cause could not be determined.